Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that the sound from the vibrant soundbridge is not loud enough and the parents of the pt reported that she cannot do things that she could do after the device was fitted, such as hear in the car. They state that she is back to lip-reading. Bkb sentence scores dropped from previous 98% to 0% correct understanding. Masked aided thresholds do not show any benefit from the device. Bone condition thresholds remain unchanged. Vibrogram thresholds haven't been detectable.